Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced withdrawal years ago when the pump turned off during a MRI. It was noted that the patient forgot to see the doctor to have the pump restarted after the MRI. The drug in the pump was unknown.